Event description:
The customer reported that the touchscreen was not responding. Per the diagnostics performed by the engineer, the customer was able to calibrate the touchscreen; however, the touchscreen was still not responding correctly. The remote service engineer (rse) recommended, and provided the customer with the part number for a replacement touchscreen. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.